Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# va0ldqr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of effect that occurred 2 days prior to call. Follow-up is being conducted to determine actions taken and patient outcome.